Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing from the pump display screen. There was no reported adverse impact to the customer. Reportedly, customer performed a pump reset to resolve the issue and the customer continued to use the pump for insulin therapy.